Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the blade stopped advancing in the middle. It was reported that the blade stopped advancing before the device began to perform stapling on the patient, so the device was not directly used on the patient. The procedure was completed with another device. There was no patient injury.